Manufacturer narrative:
The reported event was duplicated. It was confirmed the device caused a bias current error on the console by the service technician through functional evaluation. Upon disassembly, the motor assembly was corroded. The presence of motor assembly corrosion may cause or contribute to the reported event. Device was repaired and returned to the customer after passing the final inspection.

Event description:
The remb reciprocating saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.